Event description:
It was reported that after the deploy of t1, the t2 deployed prematurely.

Manufacturer narrative:
Two used fast-fix 360 curved needle delivery systems were returned for evaluation. A visual assessment of sample (a) showed t1 is free from the insertion needle. The actuator is in the t2 pre-deployment position indicating a trigger advancement and deployment of t1. Device was functionally tested for proper actuator advancement and cycling, the device functioned as intended. As a result of the test t2 deployed. The condition of this device is not consistent with the reported complaint of t2 pre-deployment. Visual assessment of sample (b) showed no ts or suture remains on the insertion needle, however the suture/t construct was returned. Examination of the construct showed t1 has been broken and is missing its distal end. The actuator is in the post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, the device functioned as intended. The depth limiter is damaged at its distal end, this condition is consistent with over penetration of meniscus beyond the pre-set depth during deployment of t1. This likely led to t2 being pulled off of the needle. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.